Event description:
The customer reported the system will intermittently display an x-ray switch error during boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the hand switch connector. System operates as intended.